Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge canister bulges when filling it insulin. Reportedly, customer did not overfill cartridge and removed air prior to filling them. There was no adverse impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded to address the issue.